Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported the patient has been without stimulation for the past 3 months. Reportedly, the ipg is inoperable. As a result, surgical intervention will be under taken at a later date.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was not ascertained, but the implantable pulse generator (ipg) information suggest the service application condition aligned with the patient¿s procedure history. The specific type of procedures was not stated in the event details and no further information was provided.

Manufacturer narrative:
The reported observation of ¿generator cannot be repaired¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was not ascertained, but the implantable pulse generator (ipg) information suggest the service application condition aligned with the patient¿s procedure history. The specific type of procedures was not stated in the event details and no further information was provided. The device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Additionally, review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, the implant data log was received. Analysis of the record shows that the system is in service app mode and not delivering therapy. Actions have been taken to prevent reoccurrence.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2019 where the ipg was explanted and replaced. Effective therapy restored post-operative.